Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4) implanted: (B)(6) 2021: product type: catheter: other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, manufacturer representative) regarding a patient who was receiving dilaudid (1 mg/ml at 0.11 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was experiencing pain and felt like their pump was flipping. It was unknown if there were external factors that contributed to the event. Diagnostics/troubleshooting performed included the hcp moving the pump pocket to reduce pain at their current pocket site. Action s/interventions taken included the hcp moving the pump pocket to the patient's right buttock and replacing the catheter pump segment. The issue was resolved at the time of the report. Additional information received from the company representative indicated that t here was no catheter issue, the hcp just moved it to another location. The patient told the hcp they thought the pump flipped and they wanted to have a fresh pump segment just in case it was damaged. They did not see or report any issue with it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that she had been getting shocks and pain down her foot and sciatica because her pump was moving out of its pocket. Per the patient, the pump was moving around because she had lost 20 pounds. The patient believed the pump was causing issues with her spinal cord stimulation (scs) system. She stated that since having the pump moved to her buttock area, she was now able to turn on her scs therapy without causing the shocking and pain sensation down her foot and sciatica.